Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}, select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, at the point of no recapture, the delivery catheter system (dcs) dislodged to 2-3 millimeters (mm) on the ascending aorta side. The valve was subsequently recaptured and redeployed successfully at -1 mm on the non-coronary cusp (ncc) and 1 mm on the left coronary cusp (lcc). Hemodynamics were normal and coronary artery flow was confirmed, however there was concern about future coronary artery misalignment resulting in a potential coronary occlusion. As a precaution, the valve was snared into the ascending aorta, and a non-medtronic valve was successfully implanted.